Event description:
It was reported that the tubing was disconnected between the blood bag and the reservoir. No blood was collected with this device. The surgeon used a back up device to successfully complete the blood re-infusion.

Manufacturer narrative:
The device was discarded at the account. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.